Event description:
The device was applied during a total abdominal hysterectomy procedure. Reportedly, the instrument was difficult to open after firing. The device was removed from tissue. The staple line was intact. The hospital has reported that no pt injury occurred.